Manufacturer narrative:
Device evaluated by MFR: p elite ous mr 28 x 2.75 mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and misaligned. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). Pre-dilation was performed with a 2.5x10mm non-bsc balloon catheter. A 28 x 2.75 promus elite mr drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition. However, returned device analysis revealed a stent damage.